Manufacturer narrative:
Updated information: h6 med dev prob code added a141101.

Manufacturer narrative:
Corrected information was provided in d4 (serial number). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation. The cause of the low purge pressure could not be determined as no product or logs were returned for evaluation.

Event description:
The complainant reported that a persistent high purge-pressure alarm occurred despite basic troubleshooting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d6b explant date added.

Manufacturer narrative:
Additional information was received. The pump was not available for return and tissue plasminogen activator was not used for the alarm.

Event description:
An impella cp device was inserted via the left femoral artery in a 57-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease. During support, persistent purge-pressure-high alarms were noted despite basic troubleshooting measures. The automated impella controller (aic) subsequently alarmed for persistent purge-pressure-low as well. Troubleshooting was unsuccessful; all luer-lock connections were confirmed to be tight, and no leaks were identified. The purge cassette was exchanged without resolution of the alarms. An alternative option of increasing the dextrose concentration in the purge solution was discussed with the clinical staff, and a plan was made to transition to d10. Given the patient¿s overall critical condition, care was ultimately withdrawn, and the patient expired. The reported events are purge-pressure-high, purge-pressure-low, and death. The device will be conservatively reported for death; however, the death is most likely attributable to the patient¿s underlying critical condition, as the patient presented in scai shock stage e.

Manufacturer narrative:
Additional information received indicated that the impella pump used for support was explanted ((previously reported). The outcome at the end of support noted that care was withdrawn, and the patient subsequently expired. As a result, patient coding was updated to reflect this information, and the clinical narrative was completed and captured to b5 (event description). Following the updated clinical narrative, the reportability for was revised from malfunction to death. As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated. Note: the actual date of death is not known at the time of this follow-up report. A provisional date, based on the explant date, has been recorded. A supplemental report will be submitted upon receipt of the confirmed date of death or any new, relevant information. Additionally, h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. Correction. D1 brand name was corrected accordingly.